Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient's blood culture tested positive for enterobacter. The patient has history of recurrent corynebacterium striatum bacteremia and recurrent mssa (methicillin-resistant staphyloccus aureus)/enterobacter.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was not given coumadin from (B)(6) 2018 due to subarachnoid hemorrhage (sah). It was reported that the patient was hospitalized from (B)(6) 2018 due to cough and chills, and low hemoglobin. Patient received a blood transfusion. The patient has been discharged with no further stroke event. No additional information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: although several elevations in power and corresponding flow were found during the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this evaluation. The submitted system controller log file captured several elevations in power (up to 13.7 w) and corresponding flow (up to 11.8 lpm) throughout. The majority of these elevations appeared to occur during pi events. Also of note, the patient had been operating on battery power for approximately 12 days. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. On (B)(6) 2018, the patient was seen in the vad clinic and stated that they had not taken their morning medications that time and was not drinking enough fluids. A physical exam was completed and found that the patient¿s hgb was 9.1 and hct was 30.6 . The patient was to continue taking 20 mg of potassium chloride by mouth twice a day, 500 mg of ciprofloxacin by mouth twice a day, 20 mg furosemide by mouth daily, 100 mg of tramadol by mouth every 6 hours as needed for moderate pain up to 30 days, 1250 mg of vancomycin via venous catheter daily, and 6.25 mg of coreg by mouth twice daily. The patient remains ongoing on vad support. Stroke, neurological dysfunction, bleeding, local infection, driveline infection, and pump pocked infection are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Pump parameters, including power, flow, and pulsatility index (pi), are detailed in the introduction of the hmii IFU. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information is available. The manufacturer is closing the file on this event.